Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient is experiencing discomfort at the site of the ipg. Surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.